Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The unit did not have an excessive no delivery alarm. The unit had a minor scratched display window.

Event description:
The customer called in to report excessive no delivery alarms and high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer stated that the no delivery alarms had been occurring for a few weeks. The customer was upset and stated she has felt sick. The customer performed a manual prime and the device alarmed no delivery. The device was replaced due to the excessive no delivery alarms. The customer returned the device for analysis.